Event description:
It was reported that the physician experienced a severe resistance at 15cm from the proximal end of the transit 2 (601-251x/ 17001387) during the insertion of the 1st presidio (pc418144730/c14985). Since the friction made the delivery difficult, the physician attempted the recovery, but the microcoil got unraveled. After flushing the complaint transit with saline solution, the 2nd complaint presidio (c15885) was inserted. However, it was also stuck at the same point, and was unraveled again during the recovery. The internal kink of the complaint transit was suspected, and it was replaced with another transit (lot unknown). Subsequent coils (details unknown) were delivered without experiencing a friction, and the procedure was completed without further issues or delay. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends, etc.) Was noted on the products by visual inspection, and no visible damages were reported on the concomitant devices after the events. The complained products are not available for analysis. No further information is available. The procedure was the coil embolization of the patient¿s iia prior to the vrd placement. The patient¿s vessels were mildly tortuous but not calcified. It was reported that a 5fr destination (terumo, type unknown) was used as the concomitant device for the above procedure.

Manufacturer narrative:
The product will not be returned for analysis and additional information will be submitted within 30 days of receipt. For section d 11. Concomitant medical products and therapy dates: 5fr destination (terumo, type unknown); another transit (lot unknown); subsequent coils (details unknown); transit 2 (601-251x/16111046); presidio (pc418144730/c14985). This is 1 of 3 reports associated with (B)(4).

Manufacturer narrative:
It was reported that the physician experienced a severe resistance at 15cm from the proximal end of the transit 2 ((B)(4)) during the insertion of the 1st presidio ((B)(4)). Since the friction made the delivery difficult, the physician attempted the recovery, but the microcoil got unraveled. After flushing the complaint transit with saline solution, the 2nd complaint presidio ((B)(4)) was inserted. However, it was also stuck at the same point, and was unraveled again during the recovery. The internal kink of the complaint transit was suspected, and it was replaced with another transit (lot unknown). Subsequent coils (details unknown) were delivered without experiencing a friction, and the procedure was completed without further issues or delay. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends, etc.) Was noted on the products by visual inspection, and no visible damages were reported on the concomitant devices after the events. The complained products are not available for analysis. No further information is available. The procedure was the coil embolization of the patient¿s iia prior to the vrd placement. The patient¿s vessels were mildly tortuous but not calcified. It was reported that a 5fr destination (terumo, type unknown) was used as the concomitant device for the above procedure. Based on the information, the event was not confirmed. The product was not returned for analysis; however procedural factors may have contributed to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is 1 of 3 reports associated with complaint (B)(4).